Manufacturer narrative:
The device was not returned for analysis, as it was reported to have been discarded at the site. As the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the retreatment procedure, two pipeline devices failed to open at the distal section. Initially a 5x16 device was chosen, and delivered through a microcatheter. After a couple of attempts to deploy, and the distal end not opening, the physician decided to try another device. A 5x18, another microcatheter, it was also realized that the distal end was not opening. At this point it was realized that it was an anatomy issue. The device was deployed with the distal end not completely apposed. The device opened well through the curve, and proximally and was deployed. The physician then performed an angioplasty with a scepter balloon for the distal end of the device, and it opened perfectly, and apposed the wall.